Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the forceps were discovered to be broken on (B)(6) 2012. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Investigation regarding the manufacturing and material documents shows conformity to the specification. The investigation of the complained reduction forceps shows that one tip is completely broken off. Further investigation regarding the manufacturing and material documents shows conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. The cause is unknown. There is evidence that continuous tension (during repetitive use since five years) which the instrument was subjected to has led to this breakage.